Event description:
It was reported that the asymptomatic patient presented remotely via merin.net. Upon review. The insertable cardiac monitor (icm) exhibited under-sensing episodes. No intervention was performed. The patient was stable.